Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) to report the discordant sodium result. During troubleshooting with the customer, the tsc specialist discovered that the pump rate was low. The tsc specialist advised the customer to change the x-tubing, prime the salt bridge, and reposition the pressure plates and footbar. The customer performed these actions and then ran quality controls, which were within range. The cause of the discordant, falsely low sodium result it unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun, and the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.